Event description:
The core micro drill was sent for evaluation due to overheating while being tested by the service technician during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.